Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose levels of 2.8 mmol/l at the time of incident. Customer had current blood glucose levels of 6.5 mmol/l at the time of incident. Customer reported that she was treated with food. Customer experienced symptoms related to hypoglycemia included which were shaking and weakness. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed related to low blood glucose levels . Inquired if during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Found: normal drops. The patient was disconnected during the rewind/prime sequence. Explained importance of disconnecting during prime/rewind sequence. Inquired if insulin type and concentration is correct based on health care provider guidance. Customer was advised positioning in motor may have shifted and to always complete rewind/load reservoir process before connecting back to set. Reviewed pump programming. Customer reports programming is accurate. Customer was advised to disconnect from the infusion set and remove the reservoir from the insulin pump. Customer was advised to check the status screen and then visually inspect the reservoir. Reservoir is showing the same amount of insulin as shown on the status screen. Customer mentioned that the diabetic nurse that she normally deals with had made minor changes to the basal rate before she started experiencing these low but now the nurse doesn't know what is happening because she is off this week. Customer was advised to monitor insulin pump and blood glucose. The insulin pump is not expected to return for analysis.